Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid circumflex artery with heavy tortuosity and heavy calcification. A non-abbott guide wire was advanced to the lesion with difficulty. The 2.0 x 12 mm mini trek balloon was then advanced; however, resistance was met with the guide wire. During removal of the mini trek, resistance was met with the guide wire. A non-abbott rotablation device was advanced over the same non-abbott guide wire, but resistance was met again. It was then noted that the guide wire was kinked. The case was abandoned. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: fielder fc, onetics. Guide cath: heartrail 6f bl3.5. The catheter was not returned for analysis which may have aided the investigation. Factors that may contribute to catheter resistance with guide wire include, but are not limited to, damaged catheter during manufacturing process or during device preparation, incompatible guide wire, damaged guide wire and patient anatomy. To help ensure that catheters are free of damages, all catheters are inspected for damages numerous times throughout manufacturing process including prior to placing the device in the dispenser coil. It was reported that the guide wire was kinked and a rotablation device also encountered resistance over the same guide wire. Reportedly, the guide wire was advanced to the lesion with difficulty and the lesion was heavily calcification and tortuous. A review of the manufacturing records indicates no non-conformances associated with this lot. A review of similar incidents revealed no other incidents reported for difficult to position/remove with the guide wire associated with this lot. In this case, based on the information received with this complaint and the review of the manufacturing records, the reported resistance was most likely due to the guide wire kink. There is no indication of a catheter product quality deficiency.